Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An investigation was performed by medical affairs, with the following summary: case displays only a couple risk factors. Paroxysmal atrial fibrillation procedure, but patient was in atrial fibrillation during ablation. Case was performed with 30ml during ablation. Activated clotting time was 346 before first ablation (per bwi representative). Sheath was irrigated, aspiration unknown. Low ablation count (14 ablations, pvi only). Good movement (minimal sequential stacking). Minimal catheter exchanges. Nominal base impedance. Tissue proximity indication effective and positive throughout case. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a varipulse catheter, and after the procedure the patient experienced a stroke. The case was completed around 3:00 pm the day of the procedure. The physician reported that the event was detected around 5:30 pm the day of the procedure. The patient reported a right sided "weird" sensation, light motor defects on the right side, some right foot weakness, and the patient¿s body was tingling two hours post procedure. The computed tomography (CT) scan was performed but nothing was detected. Whoever read the CT scan commented that they thought it was still a stroke but that it was just too small to pick up on the CT scan. No magnetic resonance imaging (MRI) was done, as the neurologist decided there was no sense in getting an MRI because the stroke was diagnosed by symptoms only, since the CT was negative. No medical intervention was provided. The patient was discharged two days after the index procedure. The last known patient status was stable mostly recovered, but still has slight facial droop as of (B)(6)2025, light motor defects on the right side and some slight deficit in thinking of english words. The irrigation was 30 ml/min. Fourteen pulse field ablations were performed on the pulmonary vein only. No radiofrequency was used. The patient was ablated in atrial fibrillation. Protamine was administered at 40mg because of high activated clotting time at end checked as normal. Ejection fraction was normal when checked 2 years ago, at 65%. Transseptal was very difficult, sheath had difficulty getting through fossa ovalis (fo), and the physician had to dilate the fo with a 12fr dilator in order to open it up for the sheath to go through. There was no pre-ablation thrombus check, and the patient was anticoagulated for more than three weeks.